Event description:
It was reported to boston scientific corporation on april 20, 2009, that a stonetome stone removal device was used during an endoscopic retrograde cholangiopancreatography procedure the day before. According to the complainant, during the procedure, the physician used the device to perform a sphincterotomy. The device was removed and then a balloon sweep was performed. The same stonetome was then used again to enlarge the cut. At some point, it was identified that the cutwire had broken. The physician removed the device, and used another stonetome stone removal device to enlarge the cut and complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.